Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient's device was non-functional. The patient underwent an explant procedure, and the explanted device was discarded per hospital policy. No further information has been obtained despite good faith efforts.